Event description:
A site representative reported that, while in a cranial procedure, the anatomy was not visible in the 4 quadrants of the navigate screen. When the site flipped the passive reference frame 180 degrees, the anatomy was visible, however, the probe was inaccurate. The site re-registered and normal function resumed the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). A medtronic representative reported viewing the tracer pattern and noted that a vast majority of time was spent on top and back of the left side of the patient's head. Recommendations were made to the surgeon and accuracy of the system was accomplished. Software investigation completed. Findings were that the site had placed the reference frame flipped 180 degrees and did not follow proper tracing pattern protocol. Software is functioning as designed. Event was caused by use error.